Event description:
It was reported that during a lithotripsy treatment procedure, tip detachment occurred. A trapezoid rx lithotripter compatible basket had been advanced to break up the stones in the lower bile duct. The tip of the basket was inserted into the papilla, the physician then attempted to open the basket towards the lower bile duct. After "a few times" opening and closing the basket, the tip of the device detached an dislodged into the pancratic duct. The detached tip was able to be retrieved by using the trapezoid rx lithotripter basket. There were no pt complications reported with the pt's current condition listed as "good".